Event description:
Complainant alleged that the clinicians were treating a 32 yr old male pt who had taken a drug overdose. Upon admission to the hosp the clinicians found the pt in electrical mechanical dissociation (emd). The clinicians defibrillated the pt once at 200 joules, a second time at 200 joules, and then administered ten successive shocks at 360 joules each time. Upon the delivery of the twelfth shock the pt's rhythm went from an emd rhythm to an asystole rhythm. Upon removal of the multi-function electrodes (catalog number 89004000, lot number 4898, manufacture date 12/1998, expiration date 11/28/99) from the pt, the clinicians observed that the pt had sustained burns to the chest. In addition, the clinicians observed that one of the electrodes had the appearance of an arc having occurred during defibrillation of the pt. The pt subesquently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction.